Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 and 4 were failed. The field service engineer inspected and replaced the latch for tower doors 3 and 4 to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system tower door was failed. The customer reported that the tower door 2 and 3 were failed, by stating an error message as 'failed to open'. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.